Event description:
Pt reported that a comparison between the surestep meter and a hcp meter (done within 10 minutes of each other) was 157 mg/dl (ss-cap.) And 318 mg/dl (hcp-cap.), respectively (51% difference). No symptoms were reported. New meter, test strips and control solution sent to pt. On follow-up, lfs representative walked pt through control solution test (result was in range). Reviewed importance of cleaning meter on regular basis and using control solution. There was no allegation of harm.